Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the conductor coil and cuttings in the insulation which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead has had a history of oversensing and noise issues. The lead was also causing the patient chest pain and the physician was wondering if the lead position might have contributed to a pulmonary embolism six months prior. The lead was successfully explanted and replaced with another lead. The explanted lead will be coming back for analysis. No adverse patient effects were reported.